Manufacturer narrative:
The reported event of ¿physician stated he could not advance a wire through the lead¿ was confirmed. A complete lead was returned in one piece. Visual and x-ray examinations of the lead found the inner coil was damaged and clogged with polytetrafluoroethylene (ptfe) coating of the guidewire in the connector region consistent with procedural damage. Guidewire insertion test found obstruction in the connector region due to the inner coil damaged and clogged with guidewire ptfe coating. The cause of the reported event was isolated to the inner coil damaged and clogged with guidewire ptfe coating consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the physician could not advance the guidewire through the left ventricular (lv) lead. The lv lead was not used and replaced. The patient was discharged and no patient consequences were reported.